Event description:
It was reported that the patient was burned and the tip potentially remained in the joint

Manufacturer narrative:
Alleged failure: the electrode tip was broken off (refer attached photo) during the shoulder procedure. The failure(s) identified in the investigation is consistent with the complaint record. The broken electrode probable root cause/s could be excessive force used when inserting or removing the probe, the probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The risk of potential patient burns due to the heat generated from the rf output. The heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned and the tip potentially remained in the joint.